Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiac arrest and cerebrovascular accident.

Manufacturer narrative:
A partial lead only the connector portion was returned in one piece measuring 17.3 cm. Electrical testing and visual inspection of the lead found no anomalies with exception of damages consistent with those occurring at the time of explant procedure.